Event description:
Patient called to increase the stimulation from 1 to 2 for their axonics device. Redirected patient to axonics. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).